Event description:
A caller reported that the pump battery would not charge, despite using a tandem charging cable and different wall adapters. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to try charging the pump through various methods, but none were successful. Consequently, technical support arranged for a replacement pump to be sent, with the caller instructed to return the faulty pump using a pre-paid label. The caller understood how to place the pump in storage mode and acknowledged the return instructions.